Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's father reported via phone call that they experienced high blood glucose. The customer's blood glucose was 440 mg/dl at the time of incident. The customer's father stated that they treated the high blood glucose with insulin. The customer's father stated that they experienced ketones. The customer's father stated that the basal rates were not working. The insulin pump will not be returned for analysis.